Event description:
A remstar plus c-flex device was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During evaluation visible foam particles were present inside the blower kit, indicating foam degradation, and dust contamination was also noted. Also, error code e102 (err_thermistor_high) was found. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.

Manufacturer narrative:
A follow-up is necessary as the b5 was incorrect, model number was missing, reason for device was not evaluated is required and had a mistake on the component code coding.

Event description:
A remstar plus c-flex device was returned to a third- party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation visible foam particles were present inside the blower kit, indicating foam degradation, and dust contamination was also noted. Also, error code e102 (err_thermistor_high) was found. The device was scrapped by the service center after the evaluation was completed.